Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) received shocks due to possible supraventricular tachycardia (svt) which exhausted therapy. Additional information indicates that the patient was checked and the device was reprogrammed as physician's advice. The crt-d remains in service. No adverse patient effects were reported.